Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: updated d suspect medical device from dbs lead to dbs extension based on the additional information received. Correction: updated e1 initial reporter information.

Event description:
Additional information received indicates, there were high impedances on the both the dbs lead extensions and not the leads as mentioned in the initial report. Surgical intervention took place on (B)(6) 2025, wherein both the extensions were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient has high impedances on both their leads after a car accident. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.